Manufacturer narrative:
The log files of the instrument provided by the customer were analysed and showed no errors during the execution of this test. The analysis of adjustment parameters obtained by reviewing visually the image and the director debugger tool does not show any anomaly. The adjustment parameters like illumination level, white balance factors and conversion factor are as expected. However, after a visual inspection of the microtube image of the microtube 6 of card (B)(4) in which a 4+ result was obtained, a big band of agglutinates at the top of the column can be observed. The most probable cause is that a clot was aspirated and dispensed into microtube b of the dg gel confirm p card. As a result, the clotted red blood cells remained at the top of the gel column and were unable to migrate through the gel matrix, generating an atypical agglutination pattern. The vision system classified this pattern as "4+", which is consistent with the validated interpretation criteria for the software version installed on the instrument. Such a pattern is not expected when properly collected and handled samples, free of clots, are used. No similar cases have been received in the past. In conclusion, the 4+ result obtained in the b well is attributable to an atypical agglutination pattern caused by the presence of a clot, which resulted in an abnormally high concentration of rbcs remaining at the top of the gel column. Therefore, to minimize the risk of recurrence, it is recommended to follow the instructions provided in the dg gel cards instructions for use (IFU) and the erytra user manual, particularly with regard to sample quality verification and the avoidance of clotted specimens prior to testing: dg gel confirm p's IFU: "grossly hemolyzed, cloudy, or contaminated samples or samples containing a clot may give false positive or false negative results." "Abnormal concentrations of serum proteins, the presence of macromolecular solutions in the serum/plasma, or the presence of wharton's jelly cord blood samples may cause non-specific agglutination of the red blood cells. Washing the red blood cells before performing the test is recommended." "The use of different volumes and/or other concentrations of red blood cell suspensions than those indicated in the instructions for use, or the use of a non-grifols diluent may modify the reaction and produce incorrect test results (e.g., false positives or false negatives)." Erytra's IFU: "caution: before loading samples into the analyzer, confirm that rbcs are centrifuged. Only centrifuged samples must be used." "Caution: the following samples can cause erroneous results or generate problems during the execution of the analysis: grossly haemolysed, lipemics or icterics. Clouds. Presence of clots, fibrin or particles. Frozen samples without tempering and/or unsettled. Old samples (collection time > 7 days). Insufficient volume. Incorrect proportion of plasma and cells. Samples with serum separator". Nevertheless, the microtube image has been stored in our database to be used to assess future improvements in the interpretation algorithm of the vision system of the instrument for this kind of patterns.

Event description:
Customer reported that one sample (ID (B)(6) was reported with discrepant results in abo typing, ab+ and a+, using dg gel confirm p (2 x 25 cards)(ch), lot 25022.01 (exp. Date: 2026-11-30) and erytra (sn(B)(6), software version 4.3.2). The first run was done on (B)(6) 2026 12:23:11 with card: (B)(4) and the result was ab+, obtaining a 4+ result in microtube b. The second run was done on (B)(6) 2026 12:39:15 with th card: (B)(4) and the result was a+, with a negative result in microtube b. Reviewing the images of the results obtained it can be seen that the 4+ result obtained in microtube b of card (B)(4) are attributable to the presence of a clot, as evidenced by the abnormally large red blood cell button at the top. No incorrect transfusion was performed to the patient, the discrepancy was detected. The unexpected results have been obtained in a dg gel confirm p card, which is intended for confirmatory testing and the results obtained should be verified comparing the result with a previously typed sample. As stated in dg gel confirm p IFU: "the abo and rh(d) groups obtained should be verified by comparing the result with a previously typed sample. If a previously typed sample is not available, it is recommended to determine the reverse group. Forward (cell grouping) and reverse (serum grouping) discrepancies should be investigated before releasing the result.' Therefore, the obtention of discrepant results in abo typing will always be detected before transfusion.